Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date:2013/7/11. The service personnel visited the facility, the phenomenon was not reproduced. After that, the phenomenon has recurred in the facility and a loaner product was sent. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. Wear the endoscope connector of the processor or the light source. Due to wear caused by repeated use for a long period, the fixation of the endoscope may have been loosened or contact of the electrical contact part may have been incomplete. Deterioration of the cable (the endoscope cable, the monitor cable, etc.) Since the cable was partly broken, the connection may have been temporarily interrupted when operating the device. Voltage fluctuation of the power supply used since the power used temporality decreased, the necessary power may not have been supplied for the device to transmit the image. Noise. Since noise temporarily came into transmitted signals, the image may not have been displayed properly. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified procedure, the image of the subject device was not sometimes displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the image of the subject device was not sometimes displayed.